Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. The pump was returned and inspected. The cause of the product damage (hole in catheter) was use related due to the holes found in the catheter at the 31cm mark causing the blood ingress to the red pump plug.

Manufacturer narrative:
The impella device has been received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella 5.5 support and during support, bleeding started happening through the creases of the red plug that was secured above the patients belly button. Pump was replaced. 2 suture holes were found in the catheter likely caused when surgeon was adding extra stitches to the anastomosis or when closing the pocket.